Event description:
Per the clinic, the patient experienced an infection causing extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 10, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). It was reported that the device was explanted on (B)(6) 2021. Correction: b7 as previously reported in initial MDR is incorrect. It was reported that the patient is unilaterally implanted. This report is submitted on february 07, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 04, 2022.